Event description:
During kuntscher nail removal surgery, the surgeon used the extraction hook small. When the surgeon hooked the tip of the extraction hook into the nail and tried to have pulled out the nail, the tip of the extraction hook broke. Therefore, the surgeon used the extraction hook of the competitor, and removed nail. The surgeon was not able to remove the broken tip of the extraction hook from the pt bone.

Manufacturer narrative:
Once the investigation has been completed any add'l info will be reported in a supplemental report.